Event description:
Baxter (B)(4) received a report that an infusor had leaked at the fill port during filling. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained 60 ml of fluid in the reservoir. . To verify the reported condition, the fill-port cap was removed. Upon removal, leakage (backflow) was observed coming out of the fill port. Visual examination of the disassembled unit revealed the root cause of the leak was a 0.2-mm particle of glass trapped under the check band. The glass fragment was introduced into the fluid pathway during fill without the use of a filter. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number.